Manufacturer narrative:
(B)(4). Alleged failure: delaminated. Probable root cause: non-conforming component, poor assembly process, misuse. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation on the probe melted.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation on the probe melted.